Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a rupture of the left device discovered by ¿imagery¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). Additional observations: ¿ yellow particle observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported a rupture of the left device discovered by ¿imagery¿. The device has been explanted.